Event description:
It was reported that the hcp called to inquire about rate drop response. The hcp also noted that the patient was "symptomatic with episodes." The tech services personnel recommends reprogramming the rate drop response. Additional information received indicated that the device was returned and replaced due to elective replacement indicator (eri). No patient complications were reported as a result of this event.

Event description:
It was reported that the hcp called to inquire about rate drop response. The hcp also noted that the patient was "symptomatic with episodes." The tech services personnel recommends reprogramming the rate drop response. The device is still in use. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): battery depletion-normal.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.